Manufacturer narrative:
Section h7, h9: correction - although the centrimag motor was within the serial number range for fa-q319-mcs-1, the root cause of the reported event could not be conclusively determined nor linked to the issue addressed in this corrective action. Manufacturer's investigation conclusion: the reported event of the console screen suddenly turning off and the screen showing a blank flow was not confirmed as the reported event was not reproduced during testing of the returned centrimag motor (serial number: (B)(6)), and no log files were submitted for review. The returned motor was functionally tested at the european distribution center with known working test centrimag equipment and the motor functioned as intended without any issues or atypical events produced. Preventative maintenance was performed, and the serviced and tested unit was returned to the customer after passing all tests per procedure. Additional information provided communicated that when the hospital was lent two centrimag motors to troubleshoot the reported event, the issue reoccurred on both motors; therefore, the reported event appears to be a console related issue. It was also communicated that no log files are available to be submitted for review. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag motor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 8 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor instructions for use instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: MFR # 3003306248-2020-00088, MFR # 3003306248-2020-00091, MFR # 3003306248-2020-00089. It was reported that the issue occurred again on the backup motor and backup console. When the hospital was lent two additional centrimag motors to troubleshoot the reported event, the issue reoccurred again on both lent motors.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the system was in good condition no anomalies found. The motor was in need of recalibration. The functionality of the motor was as intended. The motor did not reproduce the event mentioned.

Manufacturer narrative:
This event occurred at (B)(6). Previous issue was reported under console MFR#3003306248-2020-00088, and motor MFR #3003306248-2020-00089. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 3003306248-2020-00091. It was reported that the motor and console were used to solve a previous issue were the screen of the console turned off, and the flow probe did not register information about the flow, but the motor was still working. The problem persisted with this new motor, and console. The console will return for evaluation.